Event description:
It was reported that during a tonsillectomy procedure using the evac 70 xtra wand, the wand allegedly appeared to be leaking between the handle and wand sheath. A new wand was opened and the procedure was completed without issue. Several hours after the procedure, the pt returned to the facility, as they were experiencing a re-bleed. There was no info provided regarding the post operative treatment of the re-bleed; however, no pt further pt complications have been reported.